Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an unresponsive buttons due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, cracked case at reservoir tube window corner and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, after the numbers were continuously scrolling. Customer's blood glucose was 250 mg/dl, which customer treated for with a shot. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed to return the product for analysis.